Event description:
It was reported that the connector on the luer lock system cracked, leaving the cartridge and a portion of the luer lock stuck in the ilet, after which the patient successfully reattached the broken portion, performed a quarter turn to dislodge the cartridge, cleared air from the tubing, and resumed use without alerts or alarms. Symptoms included a low blood glucose reading at the time of the event that resolved by the end of the call. Outcomes included no hospitalization and restoration of therapy after troubleshooting and education on proper air removal technique. Investigation included user interview and troubleshooting with education on correct change technique. Investigation of this case revealed a cracked connector consistent with mechanical damage to the device component and successful resolution with supply replacement and correct re-priming. It was concluded that the event was attributable to a device component failure of the luer lock connector with user retraining provided and replacement supplies issued.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.